Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load multiple cartridges. Reportedly, the cartridges were filled with 150 units of insulin. The customer's blood glucose level was 124 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.